Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v095377, implanted: (B)(6) 2008, product type: lead.(B)(4).

Event description:
The consumer reported there was a loss of stimulation/loss of therapy and the patient felt like the settings had changed or therapy was not working which had started in (B)(6) 2015. The patient programmer was synced with the implantable neurostimulator (ins) and the programmer read on/ok. The patient's indication for use was parkinson's dual and movement disorders. Further follow-up is being conducted to obtain information about what troubleshooting was performed, actions/interventions taken, outcome and for the cause of the issue. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the health care professional (hcp) reported no troubleshooting was done, conductor studies. No actions/interventions were taken to resolve the loss of therapy. The loss of therapy had not been resolved.